Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the surgeon experienced non-intuitive motion during the procedure while suturing. Prior to calling in, the customer tried multiple instruments, reseated the drapes, and rebooted the system with no change. The customer stated that the issue was occurring with multiple universal surgical manipulators (usm). The surgeon clarified that they try to spin pronate or supinate and that the usm also moved anterior or posterior while suturing. The surgeon stated that they were going to complete as is. The nurse reported that the issue was occurring on both surgeon side consoles (ssc). The customer had the needle driver instruments installed on usm 1 and usm 4 of the patient side cart (psc). The tse noted the engagement errors on those usms. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting unexpected motion with the usms, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went on site to test drive the system using test tools and the customer's large needle driver instrument. The fse could not duplicate the issue. The system was tested and verified as ready for use. The complaint regarding the unexpected motion issue was not confirmed based on the field evaluation. The fse's service visit did not reveal any issues related to the customer reported event. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the large needle driver instrument moved anterior or posterior while suturing. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.